Manufacturer narrative:
E.4. The initial reporter also notified the FDA medwatch report # 3901330000-2023-8041. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: attempted to administer b12 injection unable to administer medication, medication did not flow through needle. Needle discarded; new needle placed. Medication administered appropriately. Lot # 2025239 what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) .

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: attempted to administer b12 injection unable to administer medication, medication did not flow through needle. Needle discarded; new needle placed. Medication administered appropriately. Lot # 2025239. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. A device history record review was completed for provided batch number 2025239. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.